Event description:
New information received notes that the inappropriate shock exhibited on the implantable cardioverter defibrillator was caused by noise over-sensing of an external source. No intervention was performed, and the patient was instructed not to use that external device. No patient consequences were reported.

Event description:
It was reported, that the patient presented with inappropriate shock exhibited on the implantable cardioverter defibrillator. Further information was requested, but not received.